Event description:
While reviewing the patient's programming history, it was found that final interrogation was not performed after a system diagnostic test and faulted generator diagnostic test on (B)(6) 2006. Upon initial interrogation at the next office visit of (B)(6) 2007, the patient was found to be programmed to different settings than those the patient was programmed to on (B)(6) 2006. The patient's settings were not adjusted until (B)(6) 2007.

Manufacturer narrative:
Analysis of programming history.